Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer: 2020-03-13 h3 other text : see h.10.

Event description:
It was reported that the needle would not deliver medication and the needle broke off during use with a bd nano¿ 2nd gen pen needle. The following information was provided by the initial reporter: ((B)(4) of (B)(4) complaints) it was reported the dose failed to deliver during injection as the needle did not correctly puncture the rubber tip of the pen. Also the needle actually broke off in the pen.

Event description:
It was reported that the needle would not deliver medication and the needle broke off during use with a bd nano¿ 2nd gen pen needle. The following information was provided by the initial reporter: ((B)(4) of (B)(4) complaints) it was reported the dose failed to deliver during injection as the needle did not correctly puncture the rubber tip of the pen. Also the needle actually broke off in the pen.

Manufacturer narrative:
H.6 investigation summary : no physical samples were received; the investigation was performed based on the photo provided. This is the 1st. Related complaint for breaks off during use npe, the 3rd. Related complaint for npe blunt & difficult/unable to operate for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10

Manufacturer narrative:
Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle would not deliver medication and the needle broke off during use with a bd nano¿ 2nd gen pen needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported the dose failed to deliver during injection as the needle did not correctly puncture the rubber tip of the pen. Also the needle actually broke off in the pen.